Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. At around 10 am, customer's blood glucose values started rising to 300 mg/dl, and continuously rose to more than 600 mg/dl, despite of her having to deliver insulin to her body through boluses and injections. Customer was having nausea. Customer have been using insulin pump system within 48 hours of reported high blood glucose value event. Customer did not allege the pump of under delivery. Insulin pump will not be returned for analysis.